Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of infection and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by legal brief, on (B)(6) 2013, patient underwent a left total knee arthroplasty (tka). Eventually, patient began to suffer from increasing pain, swelling, and instability in her left knee, which subsequently became infected. On (B)(6) 2017, patient underwent revision of her left optetrak device. Upon explanation of the optetrak device, patient¿s surgeon observed that there were signs of metal-wear debris, as well as evidence of micromotion between the metal augment and the tibial tray. The operative surgeon stated his belief that ¿this was the cause¿ of the infection that necessitated revision. No additional information.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: 02-012-44-3011 - logic tibia implant psc insert, sz 3, 11mm, (B)(6), 02-010-01-0230 - logic femoral ps cem left sz 3, (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t, (B)(6) , 200-02-35 - three peg patella 35mm, (B)(6), (B)(6) - gps knee implant kit, 05 0310 13 020.